Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported during site visit by bd representative that they had to replace approximately 20% of their autoid modules' rear cases due to cracks in the last year. There was no patient involvement.